Event description:
It was reported that the patient underwent a spinal procedure for metastatic tumor using posterior fixation. It was reported that the break off plug backed out at l1 and l2. The patient reportedly was asymptomatic. There is no plan of revision surgery at this time.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event, however, the suspect devices in use are lot # w07b3020, w07m0593, w08a5441, w08a5442, and w08a5460. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7540000, 510k #k031655 was cleared in the united states.